Event description:
The event is reported as: the connector that attaches to the humidifier is disconnected from the circuit once the circuit heats up during use. No pt injury reported.

Manufacturer narrative:
Product will not be available for eval by MFR. Investigation report by MFR is incomplete at this time. A f/u report will be sent when investigation results are obtained.